Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the monitor was unable to power up. The cause for the failure was isolated to contamination on the jtag table board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There are no adverse events associated with the monitor malfunction.

Event description:
A us distributor returned a monitor and reported monitor does not power up.